Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a sensor anomaly. Customer reported they were preparing to insert the sensor and the needle hub broke off. The customer stated the sensor did not penetrate their skin as a result. Troubleshooting found the customer followed the correct steps to press and release the sensor. The customer's blood glucose was unknown. Customer agreed to return the sensor for analysis.